Event description:
Multiple alarms related to upstream occlusion. Patient had a tko line and had antibiotic running. This requires multiple interventions and delays antibiotic infusion. This facility has had ongoing similar event issues with this device. The manufacturer has been notified. Problems persist.